Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings: during investigation, the keypad was intact and all keypad buttons responded appropriately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the buttons on the keypad were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.